Event description:
When changing the epinephrine infusion dose, the pump alarmed, flashed failure, and shut down. All three channels were shut down. The patient's chest was open at the time for an emergency intervention. Her hemodynamics were poor, but relatively stable. The failure of the pump resulted in a need to hurriedly change the drip to another pump and give an increased dose to cover the sag in bp which occurred with failure of the pump.